Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, the root cause of this event could not be determined.

Event description:
A healthcare facility (hcf) reported high intraocular pressure (iop) after cataract surgeries that were performed over a three (3) month period. At the routine three (3) week post-op appointment patients presented with iop values in the range 30 to 50mmhg with no complaints and good visual acuity (va). The iop could not be regulated and standard therapy such as azarga, or even anterior chamber flushing does not resolve the issue. The surgeon does not know the cause of the high iop and is questioning all products used in the surgery and is concerned that something in the trabecular meshwork has been damaged and the patient could potentially get va field loss, or even blind eyes. Surgeon suspects that this is a toxic anterior segment syndrome (tass) like reaction, which is suppressed by steroids. This MDR is being submitted as one of the devices reported by this facility and may have been associated with a high iop causing a serious injury. The device associated with the high iop readings have not been confirmed.